Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula, broken part is missing. Also, performed visual inspection and checked introducer needle for burrs or hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. Unable to confirm customer received sensor in said condition due to sensor was returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was removed from patient's body and electrode was missing. The customer's blood glucose value was unknown. The sensor will not be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.